Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic floor prolapse with urinary incontinence. It was reported that after implant, the patient experienced postoperative discomfort, difficult bowel movements, tenderness on her coccyx, urgency and protective pad use. Post-operative patient treatment included non-surgical interventions. The device had been used with boston scientific, unk capio, align to urethral support system hook.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic floor prolapse with urinary incontinence. The procedure performed was a urethral sling procedure, anterior repair with mesh, and sacrocolpopexy. The patient returned for an office visit on (B)(6) 2008. She had a great deal of discomfort postoperatively. She had some bowel movements but it had been rather difficult for her, but she had done extremely well overall. The patient returned for an office visit on (B)(6) 2008. She still had some tenderness on her coccyx but not very much. The patient returned for an office visit on (B)(6) 2008. The patient had occasional urgency, however, it was not terribly pronounced. However it did have the patient wearing a pad.